Manufacturer narrative:
No patient injury or adverse health consequences were reported. The device was received by xtrallux on 06/16/2026 and underwent evaluation. The investigation identified damage to the connector assembly, including a bent connector pin and corresponding damage to the mating receptacle connector. The observed damage was consistent with mechanical stress applied to the connector assembly during use. The reported complaint of excessive heat could not be confirmed during the investigation. However, based on the observed connector damage, it is possible that the device may become warm during operation if used in a damaged condition. The user was reminded of the care, handling, and inspection instructions provided in the device instructions for use (IFU), including recommendations to protect the device from damage, store the device in its protective case when not in use, avoid excessive tension on cables, and discontinue use if any device component is observed to be damaged. The device batch record was reviewed and confirmed the device was manufactured in accordance with specifications.

Event description:
On 05/26/2026, xtrallux received communication that the device was becoming extremely hot at the connector piece and cord.